Manufacturer narrative:
Product recall initiated on august 21 2007.

Event description:
A pt had complications as a result of the calaxo screw and required a washout and excision of the screw remnants.